Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported high blood glucose, low blood glucose and insulin pump was exposed to moisture. Customer stated had been running high blood glucose and she changed infusion set and went down from 550 mg/dl to 431 mg/dl and 53 mg/dl and went up to the 200's mg/dl. Customer stated she had bent cannulas as well. The most recent blood glucose was 194 mg/dl. Troubleshooting was done. Customer's blood glucose was 582 mg/dl and treated the high blood glucose. Customer stated there was moisture in the insulin pump due to her exercising. Customer stated the screen was cloudy and it goes away. Customer unable to continue to troubleshooting due to she was heading to her doctor's office. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.